Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-apr-2023. H6: investigation summary: one open 31g x 5mm pen needle sample and two photos were returned from an unknown, lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A device history review could not be completed as no batch number was provided. As the sample returned was open it is not possible to determine root cause.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle npe broken. Patient complains of broken needle npe. The original is at the pharmacy. Request for investigation.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle npe broken. Patient complains of broken needle npe. The original is at the pharmacy. Request for investigation.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.